Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with operating currents within specification. Unit passed self-test and displacement test. Insulin pump was returned for power error alarm. The power management tool confirmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with stained serial number label. Unit was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had power errors alarm frequently. Customer blood glucose at the time of incident was 202 mg/dl. Troubleshoot was performed. Customer said the internal power source was unable to charge. Customer inserted new battery but the issue reoccurred. Customer has not previously called to report power error detected. The pump is operating on the aa battery only. Customer said the insulin pump was not exposed to a temperature below 41 fahrenheit. The insulin pump will be returning for analysis.